Manufacturer narrative:
Additional information added to d10, h3, h6 and h10. H10: the actual device was available for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed due to a crack in the welding zone. The reported condition was verified. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 10 minutes after starting treatment with a polyflux 140h and a non baxter monitor, an external dialysate leak was observed around the venous header. There was patient involvement and no patient injury or medical intervention was reported. No additional information provided.